Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported that upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time.

Event description:
As reported, approximately 08 yrs. Postop initial implant, this 64 y/o female¿s right femoral component was revised. The reason for the revision was not reported. The surgeon implanted a femoral extension, femoral component, femoral augment, and insert (liner). All available information has been received at this time. Devices were not returned.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported this (B)(6) female¿s right knee was initially implanted on (B)(6) 2010. Reportedly, a revision of the femoral component was completed on (B)(6) 2018. The reason for the revision was not reported. At this time, the surgeon implanted a femoral extension, femoral component, femoral augment, and insert (liner). All available information has been received at this time. Devices were not returned.